Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's hemoglobin dropped to 6.4 mg/dl from a control of 9.4 mg/dl. Inr was 2.3, prothrombin time percentage was 24%, and appt was 98.8 seconds. The patient received one unit of packed red blood cells. No signs of acute bleeding were reported (no epistaxis, hematuria, or melena) according to the patient. After minor trauma the patient developed a large hematoma (right thorax to right lateral abdominal region). A CT revealed a 9 cm hematoma in right axillary but with no sign of active bleeding. The event was reported to be unrelated to the device. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the reported bleeding and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. It was reported that the patient experienced major bleeding beginning on (B)(6) 2018. The patient¿s hemoglobin (hb) dropped to 6.4 mg/dl, international normalized ratio (inr) 2.3, prothrombin time (pt) 24%, activated partial thromboplastin time (aptt) 98.8s. The patient received 1 unit of packed red blood cells (prbc), control hb was 9.4 mg/dl. There was no sign of active bleeding (epistaxis, hematuria, melena) according to the patient. After minor trauma a large hematoma in the right thorax to right lateral abdominal region was observed. A computerized tomography (CT) scan was performed and revealed a 9 cm hematoma in the right axillary, but with no sign of active bleeding. No alarms were reported for this event. The event was reportedly not related to the device or implant procedure. This event resolved on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no related complaints have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.